Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door did not open. A field service engineer rebooted the machine and performed a cycle count of the inventory. The system had indicated no medicine was available, despite 10 units being on hand. After the cycle count, the issue was resolved, the error cleared, and the customer was able to open both the tower door and drawers successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower door did not open and displayed a message stating there was not enough medication to issue after remoting in, customer found that doors 13, 14, 15, and 16 were highlighted in yellow on the populate buttons and did not respond when hitting locate. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.